Event description:
It was reported that while a consumer was injecting herself with a bd micro-fine insulin pen needle, the needle broke off in her injection site. She received an ultrasound which located the needle and it was removed by a physician.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4). Due to (B)(6) patient confidentiality regulations, more detailed initial reporter information was unable to be obtained. If further information is needed the contact information for the bd customer complaints coordinator is as follows: (B)(4).